Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed for a pre-existing bicuspid aortic valve. Subsequently, an infold was noted after insertion into the patient at an implant depth of 3 millimeter's (mm) during the second deployment attempt, leading to the valve being recaptured twice due to it being positioned too deep. The infolded valve was not implanted and was withdrawn from the patient. The first valve was replaced with a new valve, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012338849); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34us (lot: 0012367901); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.